Event description:
New information received indicates that programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversend due to competitive atrial pacing were observed. Programming changes were recommended. Further actions will be discussed with the physician.